Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) the balloon of a 20mm x 2.0mm maverick2 burst. The 80% stenosed target lesion was located in the mild tortuous and mild calcified left anterior descending artery (lad). The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) the balloon of a 20mm x 2.0mm maverick2 burst. The 80% stenosed target lesion was located in the mild tortuous and mild calcified left anterior descending artery (lad). The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).